Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 01/21/2010 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in (B) (6) 2008 the pt was administered heparin during dialysis treatments. Upon info and belief, the heparin administered to the pt was alleged to be contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin.